Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the clinic for regular follow up, upon interrogation, no capture issue was observed on the lv lead. Upon x-ray examination, lead dislodgement on the lv lead was observed. Programming changes were made. Patient was stable and was discharged. Patient later returned for a lead revision procedure. Lead was explanted and a new lead was implanted. Patient was stable and discharged post recovery.